Manufacturer narrative:
The investigation of low pump flow and pain at insertion site has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined.

Manufacturer narrative:
The impella device will not be received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported the patient was on impella cp support and during support, the patient had access site swelling and there were suction alarms. The impella was explanted in place for an axillary insertion.